Event description:
Information received from onkos surgical: mets proximal tibial replacement in situ - aseptic loosening of tibial component. Custom implant requested.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Manufacturer narrative:
An event regarding loosening involving an unknown mets tibial component was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a tumor type prosthesis to the right knee and tibia because I was able to see an x-ray with the implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of a tumor type implant with replacement of virtually half the tibia with a cemented stem distally are multifactorial including surgical technique, especially in providing adequate alignment, positioning, and restoring kinematics, as well as cement technique. In this case it would appear that the cement technique is less than adequate but without serial x-rays this cannot be determined with certainty. Patient factors including lifestyle, activity level and bmi also contribute. I would not attribute any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening of the tibial component. A review of the provided medical records by a clinical consultant confirmed the event: "confirmation of event: I can confirm that the patient underwent a tumor type prosthesis to the right knee and tibia because I was able to see an x-ray with the implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of a tumor type implant with replacement of virtually half the tibia with a cemented stem distally are multifactorial including surgical technique, especially in providing adequate alignment, positioning, and restoring kinematics, as well as cement technique. In this case it would appear that the cement technique is less than adequate but without serial x-rays this cannot be determined with certainty. Patient factors including lifestyle, activity level and bmi also contribute. I would not attribute any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Information received from onkos surgical: mets proximal tibial replacement in situ - aseptic loosening of tibial component. Custom implant requested.